Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury based on the device being removed by general surgery following investigation/rectal exam. No additional patient/event details have been provided to date. A return sample for evaluation nis not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedure.

Event description:
It is reported that the patient experienced pain while the fms was inserted, to divert diarrhea away from wound, resulting in patient's inability to sit up. The device was then removed by general surgery following investigation. Rectal excoriation found upon exam. It is also reported that the product was in use seven (7) days before issue occurred.